Event description:
Additional information received reported the drug in the pump was baclofen. The cause of the event was reported to be due to the pro grammer and a pump motor stall with recovery was also noted. The pump was stalled for one day and the cause of the stall was unknown. The patient did not require hospitalization due to the event.

Event description:
It was later reported that the hcp that filled the pump that day had never done it before. The hcp tried pushing the medication in too fast and it locked up the pump reservoir port. The hcp was then walked through what to do and it was noted everything was resolved that same day. It was stated there was never a problem with the pump, ¿it was a user error¿. It was noted that the patient was fine and no issues were noted. The exact date could not be provided, but that it was in 2011.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant product: added product ID: neu_unknown_prog, serial# unknown, product type: programmer. (B)(4).

Event description:
It was reported that about 2 years ago right before christmas, due to insurance issues, patient couldn¿t get her pump refilled. Drug delivered via the device was baclofen. Her pump shut down because the pump had gotten so critically low that when she went to get it refilled, it wouldn¿t take the new medication. She went the entire christmas weekend without medication and ¿that was torture¿. The patient stated her doctor had the manufacturer representative assist, and they were able to get the pump filled. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: catheter: model: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: unk. (B)(4).